Event description:
Patient was revised to address infection-like symptoms; however, no infection was found. Femoral component was grossly loose. Tibial cut was found to be in valgus.

Manufacturer narrative:
The products were not returned for examination. A search of the complaint database did not show any other reports against the manufacturing lots. The reported "infection like systems" was determined unconfirmed by the complainant. The investigation could not draw any conclusions about the device loosening without the product to examine. Provided information stated revision surgery found the tibia in a valgus condition. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.